Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a system implant, the pt was discharged, but by the evening she was taken to the emergency room with complaints of a shocking sensation. The pt indicated she was unable to turn her device off despite multiple attempts. The pt reported not receiving any lights or beeps with the programmer. The pt was seen by the health care provider (hcp) on (B)(6) 2010. At the time of the visit, impedances were within normal limits. The programmer was "bad" despite changing the batteries. The programmer was replaced. However, upon assessment of the x-ray, it was deemed that the pt should undergo a revision. When the device was turned on with the programmer, she had excessive abdominal and "red" stimulation, as well as shocking sensation. On (B)(6) 2011, the entire system was replaced.